Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a follow up in-clinic. Upon interrogation, the right ventricular lead exhibited short noise reversion episodes due to noise. X-ray imaging was performed. No device intervention was performed but programming changes and possible revision was discussed. Patient will continue to be monitored.